Event description:
It was reported that the atlan issued an alarm "ventilator failure" during operation. No injury was reported.

Manufacturer narrative:
The investigation was performed based on the given information including the electronic log file. The reported issue could be confirmed and it was determined that a failure of the optical incremental encoder was the root cause. The device detected the failure and reacted as specified for this situation. In case of such failure, atlan will still provide fresh gas (including agent if a vaporizer is connected) and monitoring allowing for manual ventilation. Based on the currently available information, the risk related to the specific situation has been initially evaluated. Since similar complaints have been reported recently, a CAPA (corrective and preventive actions for products) was initiated. The risk assessment within the CAPA determined that the risk is increased and that mitigation measures are necessary. A field safety corrective action has just been released.

Manufacturer narrative:
The investigation was just started. The result will be forwarded in a follow up report.

Event description:
It was reported that the atlan issued an alarm "ventilator failure" during operation. No injury was reported.